Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had broken force sensor alarm and no motor movement alarm. The blood glucose level was 19.2 mmol/l at the time of incident. Customer stated that insulin pump was exposed to a high magnetic field. Customer reported they were unable to clear the alarm and unable to rewind the insulin pump. Customer stated that they had high blood glucose level and treated with manual injection. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will not be returned for analysis.